Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿effect of air removal with extracorporeal balloon inflation on incidence of asymptomatic cerebral embolism during cryoballoon ablation of atrial fibrillation.¿ heart rhythm 2017;14:1291¿1296. Http://dx.doi.org/10.1016/j.hrthm.2017.05.035. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following issue while using a cryoablation balloon catheter: the article reported that despite ¿preliminary¿ balloon massaging (to remove air bubbles), there were still multiple air bubbles detected on the surface of the balloon. The balloon was further massaged, and no air bubbles remained. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique lot numbers. The status/location of the catheter is unknown. No patient complications have been reported as a result of this event.